Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated two times at 10 and 12 atmospheres (atm), however, during second inflation at 12 atm, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications reported and the patient was good.